Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The noise could be reproduced in the clinic with arm movements. The patient was stable and only paced eight percent of the time in the atria. No intervention was performed.